Event description:
It was reported to philips that system could intermittently not emit fluoroscopy or make exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the planned, non-emergency procedure that was to happen when the issue occurred was aborted and rescheduled for another time. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer who alleged that the system could not make exposures or emit fluoroscopy because it could not store images. Onsite service was recommended. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting and assessment of the logfiles confirmed that the system had intermittent image storage failures. The fse replaced the image hard disks and re-created the image store. After the hard disk replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.